Event description:
A low readings issue was reported with the adc freestyle libre 2 reader. The customer¿s mother, who is the caregiver reported that a reading of 27 mg/dl was received on the reader when compared to reading of 280 mg/dl obtained from a competitive device and adc freestyle libre reader. The results of the reading comparison (27 mg/dl and 280 mg/dl), when plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer experienced unspecified symptoms of hypoglycemia and shivering. The caregiver provided the customer with two fruit juices as treatment. A subsequent reading of 400 mg/dl was obtained on an unspecified device. The caregiver contacted a diabetologist and the customer¿s mother administered rapid insulin injections as per the diabetologist's advice. No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated and no issues were observed. The returned reader did not turn on with button press, test strip, or usb (universal serial bus) cable insertion. The returned reader was connected to the computer and the software was not able to recognize the reader. Unable to perform control solution testing due to the reader not powering on. The test strips were not returned. An extended investigation was performed on the returned reader. Visual inspection was performed on the returned reader and no issues were observed. The reader was placed into the test fixture to apply pressure to the cpu (central processing unit) to turn the reader on and keep it powered up. A control solution test was performed with the reader in the fixture using known-good precision strips. The test passed and all results were satisfactory. The issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Dhrs for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre 2 reader. The customer¿s mother, who is the caregiver reported that a reading of 27 mg/dl was received on the reader when compared to reading of 280 mg/dl obtained from a competitive device and adc freestyle libre reader. The results of the reading comparison (27 mg/dl and 280 mg/dl), when plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer experienced unspecified symptoms of hypoglycemia and shivering. The caregiver provided the customer with two fruit juices as treatment. A subsequent reading of 400 mg/dl was obtained on an unspecified device. The caregiver contacted a diabetologist and the customer¿s mother administered rapid insulin injections as per the diabetologist's advice. No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre 2 reader. The customer¿s mother, who is the caregiver reported that a reading of 27 mg/dl was received on the reader when compared to reading of 280 mg/dl obtained from a competitive device and adc freestyle libre reader. The results of the reading comparison (27 mg/dl and 280 mg/dl), when plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer experienced unspecified symptoms of hypoglycemia and shivering. The caregiver provided the customer with two fruit juices as treatment. A subsequent reading of 400 mg/dl was obtained on an unspecified device. The caregiver contacted a diabetologist and the customer¿s mother administered rapid insulin injections as per the diabetologist's advice. No further treatment was required. There was no report of death or permanent injury associated with this event.